Event description:
This lead was implanted on (B)(6) 2010 and remains implanted at this time. During a routine follow up, an increase shock impedance of >200 ohms was measured. The patient was hospitalized for revision but later refused surgery. On (B)(6) 2010 the patient died from spontaneous ventricular fibrillation which was correctly detected but not converted due to open circuit. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).